Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced right sided deflation post procedure. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on november 11, 2020. It was indicated that the scheduled explant was cancelled, and no rescheduling has been performed. 2. Is required intervention- uncheck 2. Is other serious- check d7 should now be blank. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. H6 patient code 3191: anisomastia. Manufacturer¿s reference number: (B)(4).